Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The surgeon fired the device and the outer rows on both sides, the staples were not formed at all. The staples are not deploying correctly or forming the "b" as intended. The case was completed by the entire staple line being sutured. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during testing. It is possible that the tissue was ticker then indicated for the reloaded selected. When the tissue is thicker then indicated the channel and cartridge will bow to the outside resulting in a misalignment between the cartridge and the anvil outside rows resulting in the staples not hitting the anvil pockets and not forming the staples at all.